Event description:
It was reported that a saf-t-intima prn yel 24ga x 0.75in row had foreign matter before use. The following was reported by the initial reporter: "there is a hair inside the tube. All ae questions provided as no (see the attached pir form) when did the incident occur? Before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-05-18. H6: investigation summary: a complaint of foreign matter being found in the packaging of a product was received from the customer. A sample was provided to aid in the investigation of this defect. Through visual inspection, the customer complaint was verified. Foreign matter was seen at the end of the packaging. A device history record review was completed by our quality engineer team for provided lot number 0300721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this issue was determined to be an error in the manufacturing process. A quality alert was performed to aware personnel about the failure mode, also the personnel involved was notified in the quality alert. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a saf-t-intima prn yel 24ga x 0.75in row had foreign matter before use. The following was reported by the initial reporter: "there is a hair inside the tube. All ae questions provided as no (see the attached pir form) when did the incident occur? Before use."